Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fusion procedure. It was reported that the health care professional had contact with the reference frame possibly causing an inaccuracy while using the system. Navigation was not used when inserting the screw. Navigation was only used when making the pilot hole. The site removed and the screw and was reinserted. There was less than an hour delay in the procedure. No impact on patient outcome.